Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redx1882 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "PICC placer was targeting the brachial vein. Upon insertion of the 21 g introducer needle, a higher volume of blood than normal was observed. The patient was on 2 anti-coags and blood thinner. The PICC was placed and left at the 0 mark. Elevated p-waves were achieved but not negative deflection. Contact does not recall what sherlock looked like in regards to the course the line was taking; he only remembers that they had elevated p-waves. Contact did not realize that it is possible to get elevated p waves when placement is arterial. Therefore, he assumed it had to be in the vein, even though there was excess blood during the PICC placement and swelling at the insertion site after insertion. Quick clot was used to address the bleeding at the site and a dressing change was done later. A cxr was done on 4/14 and read proximal svc. A cxr was done on 4/19 and read in a similar manor. On 4/19 a CT of the chest was done and that¿s where it was identified that the line was arterial. An abg was done to confirm and the line was pulled. Contact pulled the cxr from 4/14 and could see that the PICC clearly passed over the clavical, indicating arterial placement. Patient had been given tpn. Patient shows no signs of neuro issues or adverse reactions." Per tm: my clinical specialist and I spent time on the phone with contact making sure he understood that ECG guidance cannot distinguish between venous and arterial, that is up to the clinician to identify. This statement is also in the 2016 ins standards. Risk management is involved and asking for documentation on the use of sherlock 3cg, which we have provided him along with the references to the ins standards. We have also offered to provide re-education for the vat on the proper use of sherlock 3cg.